Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed; could not duplicate the scanner not circulating to 3cm. All the depth settings were reachable by touching the button on the lower right corner. The site rite 8 was visually inspected upon receipt and was found to be in poor physical condition. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number (B)(4) are: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2021-03382).

Event description:
Per biomed - " the machine will many times not go to 3cm and have to keep cycling through or turn off to get a view of a vein."